Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information from 17.december 2024: d4 (device manufacturere date) and h4 (UDI) added. Investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: summary: black display during ventilation. Health impact: no clinical signs, symptoms or conditions. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: summary: black display during ventilation. Health impact: no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: d4 and h4 will be provided in the follow report.